Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a contained abdominal aortic aneurysm. At the time of implant the stent graft was implanted accurately and the procedure went well; however, at the 1 month follow-up there was a proximal type I endoleak. The physician placed another manufacturer's stent was implanted to repair the endoleak, however, the endoleak did not resolve. Then a talent cuff was placed and the type I endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: (endoleak). (Cause of type I endoleak unknown). Evaluation conclusion: (cause of type I endoleak unknown). Secondary intervention.